Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product summary: the full lead was returned in segments, analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. Analyst commented, the lead was returned with the helix bent and blood on the helix and within the sleevehead. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high threshold and high impedance. The rv lead was attempted-not used, and was removed and exchanged for another lead. No patient complications have been reported as a result of this event.